Event description:
Patient presented for tonsillectomy and adenoidectomy. After the procedure it was discovered the right lower corner of the mouth had sustained a burn injury from the insulating sheath having a hole.